Manufacturer narrative:
(B)(4) date sent: 9/26/2016. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested but unavailable: what is meant by ¿the cartridge is not efficient enough¿? What is the surgeon¿s experience with the gst platform? Was a gst stapling device used with the gst cartridges? Was the sales representative present during the procedure? Has the surgeon been in-serviced on the gst devices? What color cartridges were used throughout procedure? Was buttressing material used? Was the bleeding intra-luminal or intra-abdominal? What is the current patient status? Additional information requested: the lot number you provided, n4ld24, does not correlate to a device in aqr. Do you have the correct batch and/or lot number for the gst60b reload? Please clarify the event with further detail. Was the bleeding detected during the surgical procedure and the bleeding staple line repaired with clips? Or did the patient present with a post-operative bleed? How much blood loss was there (mls)? Was a transfusion required? Was the staple line was complete? What was the appearance of the deployed staples (b-formation, irregular, legs straight)? What was the product code of the stapler that was being used? Was buttressing material being used? Was there any patient consequence as a result of the event? Additional information received: two (2) patients on 6 underwent a new surgery without other complication reported. The physician decided to switch to ecr reloads and no more problem have been encountered.

Event description:
It was reported that during a gastrectomy procedure, cartridge is not efficient enough, which caused a systemic recovery with 5mm clips. Gastrointestinal bleeding. Hemorrhage. It is unknown what was used to complete the procedure.